Event description:
A customer reported an unknown number of clearlink buretrol solution sets in which air was observed in the line. According to the report, they prime the tubing, get all of the air out, and when they hook up the sets to patients, they sometimes noticed air right below the drip chamber. They use these sets to infuse lactated ringers and the events occurred during patient infusion. There was patient involvement, however, there was no patient injury, medical intervention, nor adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact event date is unknown. The sample has been received for evaluation. Once the evaluation is completed or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The samples were visually inspected, functionally tested, and pressure tested. The devices met specification. The reported condition was not confirmed and the root cause could not be determined.